Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella rp with smart assist system with automated impella controller: section: warnings and cautions: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Event description:
Us complainant reported the patient was on impella rp support and during support, the pump came out of position and the doctor was unable to reposition the pump. During this event, a large hematoma was noted with bleeding. The decision was made to stop heparin and remove the pump. The patient survived the event.

Manufacturer narrative:
The investigation for the positioning issues and access site bleed has been completed. Product was not returned for review. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review. Added h6 clinical code 4582 corrections to the initial MFR report: b1-deselected adverse event b2-deselected required intervention h6 clinical code 1888 and 1884 removed *access site bleeding failure mode was removed because bleeding was reported from the cp right femoral artery site. Access site bleeding failure mode has been reported in MDR MFR report #1220648-2025-25784.